Event description:
It was reported by the patient that she was charging her omnipod 5 controller and then it started to smell, so she tried to disconnect but it was stuck.

Manufacturer narrative:
The device has been returned/received to date. We are unable to confirm the reported the reported thermal event until after the investigation is complete. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The case description states that the user was charging the controller and then it started to smell and was stuck to the charger. The op5 controller and charging cable were returned for investigation. The charging cable returned with the device was a non-insulet provided cable. The user guide states to use only the usb charging cable received in the box with the controller and avoid using alternate charging cables or other accessories. Thermal damage was observed to the charging port of the controller and to the charging cable. Thermal damage was also observed around the outside of the charging port receptacle. Fibers were observed in the charging cable. No download data was obtained as the device was not plugged in due to the thermal damage observed at the charging port. Cloud logs were not uploaded by the user. The back cover and second interior back cover were removed for further inspection of the controller. The fluid ingress indicators on the pcbs were inspected and were observed to be white, indicating that they did not come into contact with any fluid. The transient nature of small shorts that cause these events often results in the elimination of the evidence due to the heat generated. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented.